Event description:
Patient reported the insulin cartridge leaked from the plunger when filling with insulin. Cartridge was not in use when the leak occurred. Patient stated he was pulling the plunger rod back to fill the cartridge with insulin when he noticed insulin leaked from the cartridge plunger. No adverse event reported. Requested return of the alleged cartridge for evaluation and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.